Manufacturer narrative:
(B)(4). Medwatch: mw5062875.

Event description:
According to the reporter, during a robotic adrenalectomy, pieces of the device were seen in the surgical area. All pieces were removed and complete from the part that was missing from the device. Per medwatch form received, the event report type is a serious injury and the outcome was hospitalization.